Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 2019. D4 and h4 the material#, lot#, UDI expiration date, and manufacture date are unknown. The device was not specified, and the 510k was assumed to be k061573. Investigation summary: the reported complaint of syringe was broken is confirmed on the returned set. During visual inspection, the plunger was found detached from the plunger tip. The plunger tip of the safeset reservoir was separated and unable to be pulled back. The probable cause of the detached plunger tip from the plunger is due to the clips not being fully inserted or engaged into the mating component during the manufacturing process in ensenada.

Event description:
A complaint was received regarding an unspecified closed system art line syringe that experienced a broken plunger. The reporter stated that patient's art line flushed fine but when this rn went to draw back on the closed system, the plunger on the syringe was broken. It was not connected to the stopper in the syringe. The patient involved was 6.14 years old and male. The affected area or unit location was h2b. The event date occurred on (B)(6) 2025 and was in use for patient care. There was patient involvement, no human harm and unknown delay in therapy reported.